Manufacturer narrative:
Product complaint # ==> (B)(4). UDI: ((B)(4). Visual examination of the returned screw features signs of use such as impacted bone tissue, surface markings and discoloration. However, the screw featured no signs of loosening. No postoperative x-rays were provided to confirm the pedicle screw loosening. The loosening cannot be replicated. With the limited information, the report of the screw loosening cannot be confirmed. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the poly screw loosening postoperatively cannot be determined from the sample and information provided. A potential root cause cannot be determined since the report of the screw loosening could not be confirmed or replicated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Surgical intervention in the form of revision surgery (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a revision surgery 2 of 4 verse innies were found loose beside the construct and 4 verse screws seemed loose as well. Already in the reop x-ray the innies seemed not tightened and the screws loose.